Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that the instructions for use (hi-torque guide wires) states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. In this case, the reported IFU violation of force used to remove the gw does not appear to have caused or contribute to the reported complaint. The reported use of force against resistance was required to remove the device given the clinical situation. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, 90% stenosed right coronary artery. A hi-torque balance middleweight (bmw) hydro guide wire was used along with 3 unspecified stent delivery systems. The guide wire faced resistance and was jailed with the unspecified stents. Force was applied during removal of the bmw guide wire, and the device separated into two pieces. The separated portion is currently in the patient anatomy, and no treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.